Event description:
The user received a discrepant hemoglobin a1c result for one patient sample. The initial result was -16.14 %. The user allowed the specimen to settle for several hours then retested it on (B) (6) 2009 with a result of 11.17 %. The user then repeated the same sample after remixing and received a result of 11.36 %. The user reported the result of 11.36% as it correlated with the patient's glucose result of greater than 500 mg per dl. The user declined a service visit. She stated she is convinced that this is a sample specific incident as other patient results and qc results are recovering fine. The user could not provide the sample for further investigation.